Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date in (B)(6) 2017 the physician prescribed unknown oral antibiotic therapy one tablet every 8 hours for 7 days for a stoma infection.